Manufacturer narrative:
The therapy port and therapy pca were replaced and a therapy receptacle extender was installed under fco86100172.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device had an ECG failure which "jammed" (froze) the device. There was no report of patient involvement.